Event description:
It was reported that this right atrial (ra) lead was hanging in patient's chest and was broken. The physician indicated that it was not an issue. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).